Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 446 mg/dl. The customer treated the high blood glucose with a correction bolus through the insulin pump. The customer reported that the issue was resolved by a complete set change. The infusion set and reservoir will be returned for analysis.